Event description:
It was reported that during an a-fib procedure the workstation of the carto 3 system would not boot up following the upgrade to v2.3. The caller reports the orange icon would spin for more than 5 minutes but the workstation would never fully boot. Several attempts to reboot were performed prior to the call. Awareness date changed from (B)(6) 2011, additional information received on (B)(6) 2011, stating that the patient had been under general anesthesia for 45 minutes prior to the case cancellation.

Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental report of the evaluation will be submitted once it is completed or if additional information is provided by the customer. (B)(4).